Event description:
A surgeon reported a patient stated she sees pudding, shadows, and ghosting following intraocular lens (iol) implant surgery. The surgeon reported the patient has excellent visual acuity for distance and near vision.

Manufacturer narrative:
The product was not returned for evaluation. The iol remains implanted. Lot and batch records were reviewed and all documentation indicated the product met release criteria. There are no other reports in this lot. Additional information was requested by phone on (B)(4) 2008, by fax and by mail on (B)(4) 2008. A completed questionnaire was returned by the surgeon on (B)(6) 2008. (B)(4).